Event description:
The customer called technical support (ts) reporting that the device has a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The navigation ring was observed to respond intermittently. Therefore, the front bezel will need to be replaced. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Reporting institution name: philips japan, ltd. Head office. (B)(6).

Manufacturer narrative:
H10: the removed ui front bezel assembly was returned to the failure investigation lab (fi). A visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The fi technician installed the ui front bezel assembly into a fi ventilator to duplicate the reported issue. The nav-ring potentiometer pre-load and resistance measurement test passed. No fault found on this returned ui front bezel assembly (check mark).